Manufacturer narrative:
Background information: with standard wear and tear of cushions, this is considered a malfunction only if the product wears out prior to the standard lifetime of 2 years. When seat cushions malfunction, there is a potential for contributing to serious injuries in the forms of pressure sores (open wounds) that, if left medically untreated, can lead to catastrophic medical events. Therefore, out of an abundance of caution, pressure sores (regardless of the severity of injury suffered in a specific incident) are reportable events. Sunrise products that are ordered with cushions, are provided cushions per dealer/provider specifications. There are numerous cushion configurations; some are designed for individuals more prone to developing pressure sores and some are not. The determination of whether or which cushion is needed is the dealer/provider responsibility to specify as some users may be determined, by a mobility specialist, to need specific cushion types (fluid, gel, foam, etc.). This requirement cannot be determined by sunrise medical as we do not know the condition of the end user, nor the specific needs of their disability. When specific cushions are provided, per dealer requirements, the expectation is the cushion will be free of manufacturing defects and will perform in accordance with all written materials (website, owner manual, etc.). When cushions do not perform as intended, it is considered a malfunction of the device and pressure sores, whether a serious injury or not, have the potential for becoming a serious injury. Therefore, all malfunctions of wheelchair cushions are considered reportable events. Discussion: the cushion at the time of the complaint was 7 months of age. The lifetime of a wheelchair cushion is 2 years. Therefore, this cushion had not yet reached its effective lifetime and is a malfunction, likely, of manufacturing. Conclusion: due to the malfunction of the cushion and an injury with the potential for developing into a serious injury, an MDR is being filed. Additional information: this complaint has been re-reviewed as a part of a four-year retrospective review and remediation effort based on enhancements made to the company's complaint handling and adverse event reporting processes. A legal consulting firm was consulted for the retrospective review. This MDR is being filed based on the outcome of that retrospective review.

Event description:
End user is stating they have pressure sores and chaffing. Dealer does believe medical treatment was needed for the pressure sores. The issue was reported to the dealer on (B)(6) 2020. The dealer confirmed the foam is flattening out on one side. Customer says that he has deep purple bruising in the buttocks area (stage 1 pressure sore).